Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the reported events are not related to the functionality or delivery of therapy of the device.

Event description:
During investigation into a patient's high lead impedance, which is further discussed in MFR. Report #1644487-2018-01134, it was reported that the patient was also referred for surgery to address generator migration and protrusion. The patient reported that when she laid on her side to sleep, her vns generator flipped and poked out as if it had come loose from her chest. The patient had been experiencing this sensation for a few months. The patient noted that the flipping sensation was not present when she wore a sports bra to sleep. Per the patient, the physician believed that the migration and protrusion sensation were related to the generator moving along with the patient's body when she rolled over during sleep. The physician later believed that the vns generator was truly protruding in the patient's chest. The physician noted that surgical intervention was required to preclude a serious injury and was also for the patient's comfort. The implanting surgeon reported that non-absorbable sutures were used to secure the generator during initial vns implantation. No additional relevant information has been received to date. No surgical intervention has occurred to date.

Manufacturer narrative:
Device evaluated by MFR?, device evaluation is not necessary as the migration and protrusion is not related to the functionality or delivery of therapy of the device.

Event description:
X-ray were performed due to the patient's high impedance which is further discussed in MFR. Report #1644487-2018-01134. X-ray assessments were provided dated 9/5/2018 and states that the vns is identified overlying the left neck. The wires are intact. The soft tissues of the neck are otherwise unremarkable. Second x-ray assessment states that the electronic generator overlies the left chest. Wire extends to the left neck. Generator and wires are intact. No other relevant information has been received to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device.